Manufacturer narrative:
(B)(4). The complainant indicated that ofac regulation prohibits return of devices from syria, so the device cannot be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultratome xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that after going through the scope with the ultratome the doctor tried to perform cutting the papilla many times when he noticed that the cutting wire was broken and disconnected. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Block h10: visual examination of the returned device revealed that the working length was damaged and the distal pierced hole (tome's extrusion) was found torn; therefore this condition displaced the cutting until the wire anchor gets dislodged from the extrusion, failure that the customer could have perceived as a cutting wire broken. It was found during the investigation of the returned device that the wire anchor was dislodged from the extrusion which could have perceived as broken cutting wire. According with the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. These types of damage are associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. Therefore, a conclusion code of design inadequate for purpose was assigned to the complaint, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an ongoing investigation opened to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation on december 17, 2018 that an ultratome xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that after going through the scope with the ultratome the doctor tried to perform cutting the papilla many times when he noticed that the cutting wire was broken and disconnected. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.